Manufacturer narrative:
Customer tested negative using ihealth covid-19, flu a&b 3-in-1 antigen rapid test then tested positive at the doctor. Customer then used another ihealth covid-19, flu a&b 3-in-1 antigen rapid test and tested negative again. Lot number of the test kit was not specified; the manufacturer cannot effectively verify and confirm customer feedback. Type of test taken at doctor was not specified.

Event description:
Event details: I purchased three of your covid-19 flu a and b 3 in 1 test kits, they're a 4 pack each so a total of 12. I was on a trip and ended up getting sick, I used your test and it came up negative for all three, then I continued to feel worse, I was on a viking ship, I went to the ship's doctor, they ran a test as well and they ended up very quickly, showing on their test that it was a flu a, I went back and I got quarantined because I had a fever and I was sick. So I went back to my room, I took out your test again, kinda frustrated that it didn't tell me that in the beginning, and ran the test, this was only minutes after running their test and your test still said negative.